Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, baker grade unknown, note: date of event is unknown , explantation date is unknown . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian patient who underwent breast augmentation revision surgery with two unspecified gel implants experienced bilateral capsular contracture baker grade unknown post procedure. As a result, patient underwent bilateral removal and replacement with unspecified mentor gel breast implants on an unknown date. This report is for the left sided device. See 1645337-2019-24689. For contralateral prosthesis report.